Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t stay latched) was confirmed due to the trunk cable latches being bent, causing the connector to not latch to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the bent latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.